Event description:
The facility representative reported a flogard infusion pump where the IV fluid does not lower. The event was reported to have occurred upon power up in the general patient ward. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during device evaluation. The unit was tested with a primed line and an alarm upstream occl alarm was produced, which was caused by broken door assembly and door latch. Service replaced the door and door latch to fix the problem. Should additional information become available, a follow-up MDR will be submitted.